Event description:
It was reported that the customer had a button error alarm on the insulin pump. Buttons do not respond and the pump was not exposed to moisture. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The pump also had a cracked case at the display window corner, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.